Manufacturer narrative:
The reported issue of infection was not confirmed. This issue cannot be confirmed with product analysis. A functional analysis was performed to document the condition of the device as received. The device was returned without any visible anomalies. Using the uep inductive tool, it was noted the device was running in the therapy application state and the device¿s battery and regulated voltages at the time of analysis were operating within specification. It successfully bonded with a lab cp without any connectivity issues. A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Further information was not made available to the manufacturer. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the scs ipg site. The patient was prescribed oral antibiotics. The system was explanted on (B)(6) 2020.